Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom constant downstream occlusion which was reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above spec. Further eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.